Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 132-190 mg/dl. The customer stated that he received a low battery alarm when he switched out the battery. The customer stated that he tried to bolus and the pump died out after that. The customer stated that there is a u shaped crack where the battery cap is on the pump. The customer stated that he dropped the pump out of his pants. The customer stated that he dropped his pump at least once a day when he wakes up in the morning. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored and tested with no blank display and no low battery alarm noted. All of the buttons functioned properly however, moisture damage was found on the keypad traces and severely scratched display window noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.